Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional findings were as follows: due to clogging of the nozzle, water and air supply volume did not meet the standard value; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to the wear of the angle wire, the play of the up/down knob was out of the standard value; adhesive on bending section cover (a-rubber) had a chip; due to clogging of the nozzle, water removal ability did not meet the standard value; connecting tube had a wrinkle; scope connector cover unit had a scratch; scope connector had a scratch; protector of the universal cord on the scope connector side had a scratch; protector of universal cord on the control section side had a scratch; universal cord had a scratch; grip had a scratch; scope cover had a scratch; switch box had a scratch; suction cylinder was shaved; forceps elevator knob had a scratch; up/down knob had a scratch; right/left knob had a scratch; control unit had discoloration; control unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had an insufficient air supply. The issue was found during the inspection before use in a diagnostic procedure of a esophagogastroduodenoscopy (egd) test. The procedure was postponed to (B)(6) 2024. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign objects were found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.